Manufacturer narrative:
One smiths medical cadd ms3 pump was returned for analysis with no damage noted. During analysis, the customer's problem was not confirmed. During testing and power up, the device did not keep shutting off. The device passed all functional tests and ran the program for an extended period of time with no issues occurring. Therefore, no fault found with the issue. However, service recommended to replace microprocessor board as preventive measure. The front housing will also be replaced as part of the repair process. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump kept on shutting off. No adverse effects were reported.